Event description:
Customer was incoherent, perspiring and would not wake up. Family member took customer's blood sugar on the select gt meter and it was 73 mg/dl. Family member called an ambulance. Paramedics took customer's blood sugar and received a reading of 37 mg/dl.